Event description:
It was reported that the patient was in an automobile accident, date unknown. Following this trauma, the patient experienced shocking or jolting. The patient was taken to surgery on 2011 (B)(6) to perform a lead revision. The leads were no longer anatomically in the full placement in the stomach. Upon opening the pocket site, it appeared that there was infection. Leads and ins were both removed. The healthcare provider was planning on letting everything heal and implant a new system at a later time. Lead dislodgement was noted. Infection was being checked. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 435135, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6); lead: model 435135, serial # (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6). Lead: model 4351, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6). Lead: model 435135, serial # (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.